Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received thirty shocks. Device interrogation revealed a fault code (fc) 1007, an alert to check the defibrillation lead, a charge timeout alert and a battery capacity depleted alert. The system was removed from service and replaced. No additional adverse patient effects were reported.